Event description:
The report stated that while the pencil was plugged in and lying on pt, there was a beeping sound from the generator and it self activated burning the drape and leaving a small burn mark on the pt. The pt is ok. Additional info from the user facility: device activated without input from staff. Incision. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
The return of the incident sample pencil has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The forcetriad generator was tested by the hospital and found to function normally and has been put back in service by the hospital.